Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no left ventricular (lv) pacing and capture at high output. The lv lead was confirmed to be dislodged on fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.